Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was having aching pain at the pocket site. The physician prescribed the patient pain patches.

Event description:
A report was received that the patient was having aching pain at the pocket site. The physician prescribed the patient pain patches.

Event description:
A report was received that the patient was having aching pain at the pocket site. The physician prescribed the patient pain patches.

Manufacturer narrative:
Additional information was received that the patient was still experiencing pain at the ipg site. It was stated that a pocket revision was being considered.

Manufacturer narrative:
No further information can be obtained for the name and contact details of the physician who prescribed the pain patches.

Event description:
A report was received that the patient was having aching pain at the pocket site. The physician prescribed the patient pain patches.